Manufacturer narrative:
A steris service technician arrived onsite following the reported event. During the technician's inspection, he removed the rubber over molding trim from the subject lighthead and found water/fluid under it. The technician confirmed that no water/fluid was within the lighthead interior. The technician removed the water/fluid, tested the function and operation of the lighting system, confirmed the unit to be operating to specifications and returned it to service. The water/fluid intrusion is indicative of improper cleaning procedures by user facility personnel for the lighting system. The operator manual states, "do not spray any cleaning product directly onto the lighthead or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." User facility personnel were counseled on the proper use and operation for the harmonyair g-series surgical lighting system specifically, the importance of following proper cleaning procedures. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, an employee positioned a lighthead from their harmonyair g-series surgical lighting system and water/fluid came out and leaked onto the floor. User facility personnel elected to continue the procedure which was completed successfully. No report of injury.